Event description:
This ra lead was implanted on (B)(6) 2010 and remains implant at this time. A call was placed to technical services on 08/22/2018 stating that impedance has spiked to greater than 3000 ohms multiple time since (B)(6) 2018. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).